Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. While treating the lesion with the 4.0 x 24 promus premier select drug-eluting stent, a distal edge dissection was encountered. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.